Event description:
It was reported that this morbidly obese patient was found with a right ventricular (rv) lead dislodgement 5 days after the implant procedure. This dislodgement caused oversensing, 10 inappropriate tachy shocks and therapy exhaustion. A lead revision was performed and this rv lead was repositioned. Reportedly, this lead dislodged again the following day of this revision. This time, no inappropriate tachy shocks were delivered, but there was a decrease in pacing impedance and the dislodgement was confirmed with x-ray imaging. Subsequently, this lead was repositioned again and remains in service. No additional adverse patient effects were reported.